Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. A review of the event history log was able to verify the reported problem. The downstream occlusion seal was replaced, and the downstream occlusion sensor was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device gave constant downstream occlusion errors. There was no patient involvement.